Manufacturer narrative:
(B)(4). The customer returned a cath lab sheath and inserted dilator with the associated packaging. The dilator hub was missing, confirming the complaint. No other damage was observed. A device history review was performed and there were no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of the dilator hub breaking off was able to be confirmed through investigation of the returned product. The unit was returned for investigation, and the hub was missing from the dilator. A CAPA has been previously initiated for this issue. Based on the CAPA investigation and returned product, the root cause is likely design related. Corrective actions have not yet been fully implemented. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the super arrow flex (saf) sheath was inserted, and the proximal end of the dilator hub separated. The operating physician successfully removed the sheath and dilator simultaneously, with no components left within the vessel. The device was replaced with another percutaneous introducer sheath to complete the procedure. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond that described.